Manufacturer narrative:
The device was manufactured at either: baxter healthcare ¿ (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette leaked. This occurred during an unspecified process step of automated peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. Renal therapy services (rts) informed the patient that they need to start over with new supplies. Rts assisted the patient in ending the therapy and disposing of the supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.